Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "that the cannula lariat broke away from tubing during use." Patient condition reported as "fine".